Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer had a blood glucose of 500 mg/dl. The customer treated with the insulin pump. The customer was admitted into hospital in as a result of high blood glucose. At the time of hospitalization the customer's blood glucose was 900 mg/dl. The customer also had high blood glucose of 500mg/dl. The customer stated that they were wearing the insulin pump at the time of hospitalization. The cause of hospitalization per the healthcare professional was a gal bladder infection. Troubleshooting was performed. The insulin pump is working as designed. The insulin pump will not be returned for analysis.